Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the investigation for the following additional problems; discoloration of the objective lens is observed. Scratches are observed on the objective lens. The curvature angle is insufficient due to stretching of the angle wire. The angle knob play is out of the normal state due to stretching of the angle wire. Scratches are observed on the illumination lens. Scratches are visible on the insertion tube. The insertion tube has discolored. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. A risk review was completed, and no unanticipated risks, new failures, and/or new harms were identified. There was no evidence in historical complaints review that instructions for use were inadequate or contributed to the occurrence of the failure. The DHR of the device was reviewed and confirmed that the device was shipped in accordance with its specifications. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the gastrointestinal videoscope had a blurred lens. The issue occurred during inspection for use on an unspecified procedure. There were no reports of patient involvement.